Event description:
It was reported "the hemoclip applier does not fully detach from the hemoclip without excessive force". Another hemoclip was used to complete the procedure. The patients current condition is unknown.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "the hemoclip applier does not fully detach from the hemoclip without excessive force". Another hemoclip was used to complete the procedure. The patients current condition is unknown.

Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer. The manufacturer reported:" the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50-pc. Lot in february of 2024. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. Evaluation of the returned instrument shows that one of the jaws is bent/damaged thus causing the clip to remain in the jaw during functional testing after closure of the clip. We are able to validate this complaint for the returned instrument. We are unable to determine what caused one of the jaws to become bent/damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend complaints of this nature.